Event description:
An olympus representative reported to olympus, on behalf of the customer, after an unknown procedure the technician inspected and tested the duodenovideoscope and found leak from the bending section. Upon evaluation of the returned device, foreign material was discovered in the forceps elevator. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the forceps elevator found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the leak was due to a cut on bending section. It was also discovered, there was foreign material in the forceps elevator. It was noted, the suction cylinder was shaved, the adhesive on bending section was detached, the connecting tube coating was peeling, and the universal cord had a dent and was discolored. The grip, right/left knob and plastic distal end cover were also dirty. In addition, there were scratches on the objective lens, light guide lens, connecting tube, control body cover, scope cover unit, scope connector, protector of universal cord on scope connector side, universal cord, and grip. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: ·inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·brushing around the forceps elevator and instrument channel outlet ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
According to the reporter, the event occurred on may 4, 2022, during the reprocessing cycle and there was no procedure involved. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the reporter regarding the reported event. New information added to the following fields: b3 and b5.